Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps elevator wire wear as repeated stress by manipulation to raise the forceps elevator concentrated on strands of the k-wire, causing fatigue fracture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the forceps elevator strand¿s wire strands were cut off and frayed. The following non-reportable malfunctions were found during the device evaluation: the forceps elevator does not run smoothly due to a loose wire, the distal end cover is not waterproof due to cracking, the distal end rubber adhesive is broken, the coating of the connecting tube is peeling off, there are stains on the connecting tube, switch 1 is cut off, the universal cord is crushed, the suction cover is deformed, there is corrosion from water leakage on the controls and the electrical connector has corrosion due to water leakage. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had the forceps elevator wire worn. The issue was found during preparation for use. There were no reports of patient harm.